Manufacturer narrative:
Additional information: system evaluation. A manufacturer representative went to the site to test the equipment. It was reported that the motherboard of the computer was failing. The mobile view station (mvs) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the bar was present in testing and a ring artifact was present on 3d image acquisitions. No confirmation of resolution was provided.

Event description:
A medtronic representative reported that, while outside of a procedure, an artifact was observed in a 2d image acquisition. It was reported that the artifact resembled a bar. The images were reported to have been taken as a test. There was no patient present when this issue was identified. No additional information was provided.